Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced nausea, vomiting, thirsty and a loss of consciousness. Customer was seen at a hospital, no treatment was provided, customer has insulin pump. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced nausea, vomiting, thirsty and a loss of consciousness. Customer was seen at a hospital, no treatment was provided, customer has insulin pump. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.